Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted on (B)(6) 2017. The patient first started having problems in (B)(6) 2017. It was noted that the aus wasn't working correctly due to fluid loss. The patient underwent surgery at which time the original aus device was explanted and a new aus was implanted.